Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: looks like the proximal clevis has dislodged where it meets the main tube.

Event description:
It was reported that the customer called in when their fenestrated bipolar forceps broke, with a piece protruding out of the side and unable to be removed from the cannula. The technical support engineer (tse) instructed the customer to remove the instrument from the carriage using the instrument release kit (irk). The surgeon then removed the cannula with the instrument to proceed with the case. The customer reported event has no report of patient injury.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.